Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had not charged their ins in over 2 months. Patient only received relief for 2-3 days before typical chronic pain returned. Ipg site burns and was tender. When the scs was on no matter what programming, patient felt in ribs. Patient wanted his device explanted. Patient has an MRI scheduled tomorrow. X-ray was ordered for lead check, possible trigger point injections and patient. Another order is being put in for ins pocket revision; switch to the other side. The lead check will determine lead revision.

Event description:
The reason for call was caller reported pt's is having their ins explanted because since they were implanted with it, they have experienced a burning sensation around the ins and also did not feel that the therapy relieved symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the trial worked better for him and since permanent implant, the stimulation was not hitting where he need it to provide desired pain relief. Patient reported they had tried all groups available (a and c) and increased stimulation on those groups but this did not resolve the issue. The manufacturer representative met with the patient on (B)(6) 2021. It was noted that the patient has not charged the implantable neurostimulator in over two months. The patient only received relief for 2-3 days before typical chronic pain returned. The implantable neurostimulator site burns and is tender. When spinal cord stimulation is on, no matter what programming, he feels it in his ribs. He indicated that he would like to have his device explanted. The patient was scheduled for an MRI on (B)(6) 2021. An order was placed for an x-ray to check lead and possible trigger point injection as well as physical therapy. An order was placed for implantable neurostimulator pocket revision to switch to the other side (right to left) versus explant. The lead check will determine lead revision. The order is pending the patient's decision. There are no upcoming appointments scheduled with a manufacturer representative. It was noted that the health care professional has no further information regarding t his event at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had burning at battery site. Patient will be seen in clinic (B)(6) 2021.